Event description:
On (B)(6) 2012, it was reported that at 10:38am on (B)(6) 2012 the infusion device delivered a bolus of 2.1 units of insulin without anyone programming or requesting its delivery. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.